Event description:
Caller reported that family relative was hospitalized for two days due to inaccurate high blood glucose readings with resulting mis-dosing of medication. Initial readings from the freestyle were 228mg/dl compared to the hospital's one touch at 78mg/dl. A second test had results of freestyle 319mg/dl versus one touch at 127mg/dl. All tests were taken from the finger.